Event description:
Hysterectomy and bso on 9/13 re-admitted to hosp on 9/19 with wound dehiscence. Findings at time of surgery noted complete dehiscence of fascia with a suture noted to be broken approximately 1/3 of the way up from the inferior border of the wound.